Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 26-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2021 they replaced the ins for normal battery depletion. Rep reports that all the impedances looked good inter-op, but post-op all the 0-7 contacts had high impedances. Rep said he was unable to check the impedances pre-op because the old ins was depleted. Rep reports that another mdt rep met the pt today and contacts 0, 1, & 3 were still high impedance, but the other contacts were in normal range. Rep attempted to reprogram around the impedances but was not able to get adequate coverage. I continued to measure impedances and they did drop but only slightly. We met the patient at her post op on (B)(6) 2021 to remeasure impedances to see if the high impedances were surgical. However, only electrodes 0, 1 and 3 showed connected on the 0-7 lead and impedances on the other contacts were over 40,000 as well. The nurse practioner was present during the appointment and explained surgery is most likely needed to correct this. The patient will meet with the surgeon in january to schedule a revision.